Event description:
The customer reported that the paramedics were called due to high blood glucose over 400mg/dl. The customer experienced chest pain, tired, could not breathe weak, light headed, nausea, dry mouth and hungry. The customer mentioned having a bad cold. The customer stated that her blood glucose was treated with an insulin drip for dehydration, and she was not given anything for her blood glucose. Customer declined further troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.